Event description:
The explanted generator was reportedly discarded by the explanting hospital. Return of this generator is not expected. No additional pertinent information has been received to date.

Event description:
It was reported from an implant card received that the patient underwent generator replacement on (B)(6) 2016 due to prophylactic ¿ intermittent high impedance and seizures. The patient began having increase in seizures in (B)(6) 2016 which was believed to be related to battery life. The patient was previously seizure free but as of a few months ago, she is having monthly seizures. Settings were increased at that time to try to help the seizures. Impedance after the generator replacement was within normal limits. No additional relevant information has been received to date.